Event description:
On (B)(6) 2022, this patient underwent emergency endovascular treatment for a ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After deploying rlt231412j, cannulation of the contralateral gate was difficult. Reportedly, because of the steep angulation of the proximal neck, the contralateral gate followed the neck and the gate lumen was possibly narrowed. After deployment of the ipsilateral leg of the rlt231412j, and implantation of two additional pla230300j proximally to the rlt231412j, a pull-through with up and over technique was created by passing through the ipsilateral leg and the contralateral gate. After the pull-through was created, angio catheter was attempted to deliver for replacement of the guidewire, but it was difficult because of the tortuous vessel. Therefore, the physician pulled the pull-through wires to try to straighten the vessel as much as possible. However, the pull-through wires were pulled from both sides, and due to excessive pulling, rlt231412j was detached from pla230300j with distal migration. Pla230300j remained in the neck. The junction was reported that it had not yet been touched up. After deploying the contralateral leg, a pla was to be implanted to connect the gap between the rlt231412j and pla230300j. However, the physician misidentified the proximal marker of pla230300j as the proximal marker of the rlt231412j, and additional stent grafts were implanted at the proximal side of the pla230300j. After a total of four plas (two pla260300j and two pla280300j) were additionally implanted proximally to the pla230300j, the physician realized that he had misidentified the markers. Then, three additional pla280300js were finally implanted between rlt231412j and pla230300j to connect them. After all devices were implanted, angiography showed a type iiia endoleak, but the endoleak did not flow into the aneurysm, so the patient was being monitored and the procedure was completed. On the same day, after the procedure, CT showed a small but apparent type iiia endoleak. On (B)(6) 2022, the patient underwent a reintervention. Angiography during the reintervention did not show a type iiia endoleak, but three additional stent grafts were placed from the rlt to the proximal pla. The procedure was completed after confirming no problems by angiography. Reportedly, it was unknown whether the type iiia endoleak occurred between any of the plas/ rlt and whether it occurred in one or multiple sites. The physician reportedly stated: because the case was emergent, I was unable to make a calm decision and implanted proximal cuffs improperly. During the re-intervention, the angiography did not confirm type iiia endoleak, but I decided to implant additional stent grafts for the risk in case type iiia remained and the aneurysm re-ruptured.

Manufacturer narrative:
The medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: remains unchanged. As gore was unable to determine which component was involved in the alleged type three endo-leak the following components will also be identified on this report: pla230300j/ (B)(6) UDI-di (B)(4). Pla230300j/ (B)(6) UDI-di (B)(4). Pla260300j/ (B)(6) UDI-di (B)(4). Pla260300j/ (B)(6) UDI-di (B)(4). Pla280300j/ (B)(6) UDI-di (B)(4). Pla280300j/ (B)(6) UDI-di (B)(4). Pla280300j/ (B)(6) UDI-di (B)(4). Pla280300j/ (B)(6) UDI-di (B)(4). Pla280300j/ (B)(6) UDI-di (B)(4).

Manufacturer narrative:
B5: describe event or problem was updated per additional information. As gore was unable to determine which component was involved in the alleged suspected type iii endo-leak(s) the following components will also be identified on this report: pla230300j/ (B)(6) UDI-di (B)(4). Pla230300j/ (B)(6) UDI-di (B)(4). Pla260300j/ (B)(6) UDI-di (B)(4). Pla260300j/ (B)(6) UDI-di (B)(4). Pla280300j/ (B)(6) UDI-di (B)(4). Pla280300j/ (B)(6) UDI-di (B)(4). Pla280300j/ (B)(6) UDI-di (B)(4). Pla280300j/ (B)(6) UDI-di (B)(4). Pla280300j/ (B)(6) UDI-di (B)(4).

Event description:
On (B)(6) 2022, this patient underwent emergency endovascular treatment for a ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After deploying rlt231412j, cannulation of the contralateral gate was difficult. Reportedly, because of the steep angulation of the proximal neck, the contralateral gate followed the neck and the gate lumen was possibly narrowed. After deployment of the ipsilateral leg of the rlt231412j, and implantation of two additional pla230300j proximally to the rlt231412j, a pull-through with up and over technique was created by passing through the ipsilateral leg and the contralateral gate. After the pull-through was created, angio catheter was attempted to deliver for replacement of the guidewire, but it was difficult because of the tortuous vessel. Therefore, the physician pulled the pull-through wires to try to straighten the vessel as much as possible. However, the pull-through wires were pulled from both sides, and due to excessive pulling, rlt231412j was detached from pla230300j with distal migration. Pla230300j remained in the neck. The junction was reported that it had not yet been touched up. After deploying the contralateral leg, a pla was to be implanted to connect the gap between the rlt231412j and pla230300j. However, the physician misidentified the proximal marker of pla230300j as the proximal marker of the rlt231412j, and additional stent grafts were implanted at the proximal side of the pla230300j. After a total of four plas (two pla260300j and two pla280300j) were additionally implanted proximally to the pla230300j, the physician realized that he had misidentified the markers. Then, three additional pla280300js were finally implanted between rlt231412j and pla230300j to connect them. During the initial procedure, a total of (B)(4) devices, including two contralateral leg endoprosthesis (captured in (B)(4)) and an iliac extender endoprosthesis (captured in (B)(4)) were implanted. After all devices were implanted, angiography showed a type iiia endoleak, but the endoleak did not flow into the aneurysm, so the patient was being monitored and the procedure was completed. On the same day, after the procedure, CT showed a small but apparent type iiia endoleak. On (B)(6) 2022, the patient underwent a reintervention. Angiography during the reintervention did not show a type iiia endoleak, but two gore® excluder® conformable aaa endoprosthesis / aortic extender endoprosthesis (captured in (B)(4)) and one non-gore stent graft were placed from the rlt to the proximal pla. The procedure was completed after confirming no problems by angiography. Reportedly, it was unknown whether the type iiia endoleak occurred between any of the plas/ rlt and whether it occurred in one or multiple sites. The physician reportedly stated about the type iiia endoleak after the initial procedure: because the case was emergent, I was unable to make a calm decision and implanted proximal cuffs improperly. During the re-intervention, the angiography did not confirm type iiia endoleak, but I decided to implant additional stent grafts for the risk in case type iiia remained and the aneurysm reruptured. On an unknown date in 2024, during follow-up examination more than two years after the previous reintervention, suspected type iiia endoleak(s) was found and a second reintervention was performed. During the second reintervention, it was difficult to clearly identify the endoleak by angiography. For repair, three additional stent grafts were implanted from proximal side to distal side, re-lining the previously implanted stent grafts. The procedure was completed after confirming the disappearance of the endoleak. Reportedly, it was unknown whether the type iiia endoleak occurred between any of the stent grafts and whether it occurred in one or multiple sites.